Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul ldh head 50 code p taper 18/20 on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2017 due to pain, fluid collection, infection and pseudotumor.